Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2019-00462.

Event description:
The customer reported that at 4:06 a.m., he obtained a blood glucose reading of 184 mg/dl on the contour next link 2.4 meter. The customer took bolus insulin of 1.1 units based on the reading. The customer did not have breakfast. At 11:05 a.m., the customer lost consciousness with a reading of 28 mg/dl obtained on the contour next link 2.4 meter. The customer's relative called paramedics. Upon their arrival, paramedics administered 30 grams of glucagon, honey and gatorade to the customer. The customer felt better after the treatment provided by paramedics. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.